Event description:
An international customer reported an event of a "smell stronger than usual" emitting from the sterrad nx sterilizer. There was no report of any human reaction. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2013.

Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was confirmed. A preventative maintenance (pm1) was performed. Unit meets specifications and was returned to service.

Manufacturer narrative:
Manufacturer date: 11/07/2005. Additional manufacturer narrative / corrected data: additional parts replaced during service: oil mist filter, catalytic converter, and vacuum pump oil. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system hazard and user misuse analysis (shuma), health hazard evaluation (hhe), and corrective and preventative action (CAPA). ¿ the DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. ¿ the service history for this unit for the past six months ((B)(4) 2013) did not observe any significant trend. ¿ (B)(4). ¿ the fmea revealed the risk priority number (rpn) for issues related to a similar issue is within acceptable limits. ¿ the shuma indicates the risk is broadly acceptable for mild (limited) exposure to vapor hydrogen peroxide that is self-managed. No parts were returned for further evaluation therefore, the cause was not confirmed. The severity of the issue was defined as limited. Review of the tracking and trending data did not identify a trend. As a result, root assignable cause analysis could not be performed. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.